Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple minor kinks along the hypotube. There are multiple flat spots along the distal shaft. Microscopic inspection revealed scratch marks 4mm from the tip. The collar is partially separated. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14feb2020. It was reported that the connection part of the guidezilla was kinked and could not enter. The 97% stenosed, 4.0mm target lesion was located in the severely calcified mid right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the connection part of the device was kinked and could not enter. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there was partial separation at the collar.